Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products: 101-45-20 - 4.5mm drill bit 20mm, 4208237, 170-32-93 - biolox delta femoral head 32mm od, -3.5mm, 5356889, 180-65-25 - alteon 6.5mm screw, 25mm, 5358749, 186-01-50 - integrip cc, cluster 50mm, g1, 5345043, 188-00-03 - wedge plasma s/o sz 3, 5019727.

Event description:
As reported that a female patient had a right total hip replacement on (B)(6) 2018. The patient complained of pain and had a recalled xle poly replaced on (B)(6) 2022. There were no reported issues for the revision procedure. The patient was last known to be in stable condition. The device was not returned, as the facility kept it. No additional information.